Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints. There has been a historical CAPA opened by the supplier for a similar failure mode; however, on a different lot. An investigation into this lot will be executed and a follow up report will be submitted on completion.

Event description:
According to the available information the anchor detached.

Manufacturer narrative:
An altis sling was received for evaluation. Examination of the sling revealed the dynamic suture with tensioner was attached to the mesh. The dynamic anchor was not received and was detached from the tensioner. Examination of the static side of the sling revealed the static suture and anchor were detached and not returned. The mesh on the static side also appeared to be torn. Microscopic examination confirmed rough and irregular surfaces on the static side of the mesh, indicating that the mesh was possibly removed with excessive force. Blood residue was noted on the sling. Based on the information received and review of the returned components, quality confirmed that the dynamic anchor detached from the tensioner. Based on the blood residue noted on the sling and tearing of the mesh on the static side of the sling, the detachment of the dynamic anchor most likely occurred during the tensioning process. No information was received to indicate if any difficulties were noted during the tensioning process that may have contributed to the reported complaint. The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no nonconforming reports confirmed in veeva to be associated. A historical CAPA was opened by the supplier for a similar failure mode (CAPA 925); however, on a different lot. Supplier investigation was initiated based on identification of associated CAPA. Supplier investigation verified this lot may be subject to the same manufacturing defect as the same operator and inspector built this lot as the lots currently associated in CAPA 925. Based on information indicating no difficulties during tensioning and the supplier investigation verifying this lot may be subject to a manufacturing defect, it will be concluded the dynamic anchor separation likely occurred due to the manufacturing issue.

Event description:
According to the available information the anchor detached.